Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cabling between the sib to acb was reseated to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.